Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "constant downstream occlusion" alarm. The alarm was caused by the downstream sensor current readings being out of specification (high). This elevated signal level was the cause for the nuisance downstream occlusion alarms. The downstream sensor and downstream tubing guide were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming downstream occlusion. It was also reported that there was no patient involvement.